Manufacturer narrative:
The complaint was confirmed based on failure analysis. The probable root cause of this issue is attributed to current related errors on the erbe integrated electrosurgical generator unit (iesu).

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the vio integrated electro surgical generator unit (iesu). The system was tested and verified as ready for use. The iesu has been evaluated by the failure analysis (fa) team. Fa was not able to confirm the reported complaint via system logs. The unit energized and cauterized and all ports recognized instruments on system. (C-00) potential root cause for this issue. During visual inspection, fa found the bezel has a crack top left corner. The cover has dents on the right back side.

Event description:
It was reported that during a da vinci-assisted surgical procedure, error c-26 occurred on vio dv integrated electrosurgical unit (iesu). Site received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). Site power cycled vio dv iesu, but the issue was not resolved. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: site was not able to continue using vio dv iesu. Site used forcetriad esu to continue the procedure.